Event description:
It was reported that during a laparoscopic hand assisted bowel resection, on the first firing the device fired properly. The scrub reloaded the device with a blue load for the second firing and handed it to the surgeon to fire it, however the device did not staple at all. The bowel opened and the procedure converted to an open. The procedure was prolonged by 2 1/2 hours. The patient is in the intensive care unit. Additional followup with the or manager: she indicated that the first firing of the device was fine, the second firing the device cut but did not deploy any staples, no free floating staples were present. The procedure had to be converted, it was difficult to access the anastomosis as the patient was a large female. The patient has since recovered. No further information is known.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.